Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 522:320:654:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a failure code 522:320:654:0000. The reported condition occurred during biomed testing in device history. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).